Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via mail on 24oct2024, device was serviced at the hospital and the problem was cooling malfunction. T4 was not cooling down. Because of chiller pump malfunction. Repair was done by replaced the chiller pump assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, alert 113 appeared to indicate cooling malfunction as t4 was not cooling. Chiller pump assembly was replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.